Manufacturer narrative:
Encinas-ullán, c.a., fernandez-fernandez, r., rubio-suárez, j.c., and gil-garay, e. (2013). Medial versus lateral plating in distal tibial fractures: a prospective study of 40 fractures. Rev esp cir ortop traumatol. 57(2): 117-122 this report is for an unknown plate/unknown lot/quantity unknown. (Other number) UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following journal article, encinas-ulln, c.a., fernandez-fernandez, r., rubio-surez, j.c., and gil-garay, e. (2013). Medial versus lateral plating in distal tibial fractures: a prospective study of 40 fractures. Rev esp cir ortop traumatol. 57(2): 117-122. Spain article. The results and complication rate between anteromedial and anterolateral approach for open reduction and internal fixation of tibial plafond fractures were compared. A study was conducted on 40 patients treated by open reduction an internal fixation between 2007 and 2008. The mean age was 53 years, with 24 males and 16 females. A total of 27 patients were treated with a synthes distal tibial locking compression plates (lcp) through an anteromedial approach (in 6 cases without intraarticular involvement, the plates were placed percutaneously). A total of 12 fractures were treated with synthes anterolateral plates. One fracture with significant comminution required plates in both columns through an extended approach. Anatomical reduction was achieved in 33 (82.5%) cases. There were 7 (17.5%) losses of secondary reduction during follow-up (5 with anteromedial plates and 2 with anterolateral plates). At the end of the follow-up period, 5 (12%) ankles presented mild degenerative changes without clinical symptoms which made it necessary to conduct additional procedures. Delayed union was observed in 5 (12%) cases; 3 cases had been treated with an anteromedial plate and the other 2 with an anterolateral plate. A total of 3 cases suffered infection and required external fixation until fracture consolidation. Pseudoarthrosis or nonunion was considered if no bone consolidation had taken place 9 months after the injury. Septic nonunions were managed by removal of the plate and use of an external fixator. The cases of aseptic nonunion were treated with iliac crest autografts and new plates. Deep infection appeared in 3 (7.5%) fractures (2 were open fractures and 1 was a closed fracture), 2 after an anteromedial plate and 1 after an anterolateral plate. All the infections were successfully treated with surgical debridement, implant removal, external fixation and antibiotic therapy. A total of 3 anteromedial plates generated discomfort and were withdrawn after fracture consolidation. This report is for an unknown distal tibial locking compression plates (lcp) and refers to patient 34 who experienced malunion and pseudoarthrosis or nonunion. This is report 15 of 16 for (B)(4).